Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was noisy (planetary pins were too high), the hose was leaking air, and the width plate was scratched. The hose, planetary gear, seal gland, and width plate were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the customer returned the loaner. There was no alleged deficiency when device was returned. There was no patient involvement. Due diligence is complete. During device evaluation, the device was leaking air and had damaged width plate. No additional information is available.